Event description:
Caller states that the chemstrips ug/k produced a negative result. Customer was also using a blood glucose device that was producing results of 11 mmol/l and 13 mmol/l. Customer chose to act on the chemstrip output and did not provide the customer with insulin. Customer was subsequently taken to the hospital and tested 15 mmol/l on the hospital device. Customer received insulin while at the hospital. Requested return of suspect system for eval.

Manufacturer narrative:
Caller did not provide which lot was used. See medwatches for potential lots used.